Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo and the inner insulation of the lead became breached due to a rupture while in vivo. The analyst commented the insulation breach and conductor fracture did contribute to the electrical complaints. Performance data collected from the device was also received and analysis of the device memory indicated oversensing associated with the right ventricular lead and the impedance trend on the rv (right ventricular) pacing lead was variable. It was noted beginning (B)(4) 2015 the rv pacing impedance dropped to 381 ohms and varied between 381 to 425 ohms from a previous trend between 431 and 457 ohms. The average rv threshold was between 0.5 and 0.75 v and on (B)(4) 2015, there was rv oversensing of noise reversion observed on printout. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance measurements, along with high rate premature atrial contractions (pac) and premature ventricular contractions (pvc) and ventricular oversensing. It was noted the ventricular thresholds were increasing slowly and the rv lead impedance was increasing rapidly. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.